Event description:
A 28mm diameter x 16mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted into a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology at the time of implant is unknow. Four years post stent graft implantation a request for a talent aortic cuff was requested. The physician requested information due to distal migration and compromised seal zone. Per medtronic talent aortic cuff approved protocol, medtronic sent the site the documentation required for each request to complete for approval for the talent aortic cuff trial. However, the requester did not return the required documentation, therefore no talent aortic cuff trial device was sent. There was no further information provided to medtronic about the request for the device or the details of the patient relating to the aneurx device.